Event description:
It was reported that during a port placement procedure, the port allegedly could not be flushed. The procedure was completed by using another device. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 02/2024).

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one powerport MRI implantable port, one cath-lock loaded to a catheter, one introducer needle, two cath-locks, one 6.5fr peel-apart sheath and vessel dilator, one vein pick, one j-tip guidewire loaded in a guidewire hoop, one syringe, one flush connector, one tunneler and one safety infusion set were returned for evaluation. Gross, microscopic visual, tactile evaluation and functional testing was performed. The investigation is inconclusive for the reported difficulty in flushing issue as the exact circumstances at the time of the reported event cannot be verified and the sample evaluation results indicating no difficulty under laboratory conditions are not by themselves sufficient to confirm this event occurred under clinical conditions. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 02/2024). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a port placement procedure, the port allegedly could not be flushed. The procedure was completed by using another device. There was no reported patient injury.